Event description:
Pt was placed in chair with a posey vest for safety reasons. Approx. 20-30 minutes after last being seen pt was found slumped down in he chair with the posey vest constricting their neck in cardiorespiratory arrest. Pt was successfully resuscitated however suffered an anoxic brain injury. Pt was also noted to have sustained a fracture of the thyroid cartilage.